Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (1.0 mg/ml at 0.2998 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and other non-malignant pain. It was reported the patient presented to the clinic reporting increased pain which she had initially attributed to the intrathecal dose decrease, as she had been titrating off of intrathecal therapy on (B)(6) 2017. The increased pain did not, however, subside. The device was interrogated and revealed pump reset - low battery occurred (also pump in safe state and reset occurred). The eri (elective replacement indicator) was at 8 months. A pump reset - low battery occurred on (B)(6) 2017 at 23:15. The pump was explanted and replaced on 2017-may-24. The outcome was resolved without sequelae on (B)(6) 2017. The etiology was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient presented for a pre-operative visit for a pump replacement secondary to approaching eri and the pump had entered safe state and a reset occurred. The reset-occurred -low battery occurred on (B)(6) 2017 at 23:15 and entered safe state at the same time. A review of device logs revealed a pump motor stall recovery, on (B)(6) 2017, without a motor stall in the logs. It was indicated the event was related to the device or therapy. The pump was explanted and replaced on (B)(6). It was noted the pump was returned to the manufacture. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump battery with high resistance. Analysis also found a reliability non-conformance of the pump motor with gear train anomalies of corrosion and-or wear and-or lubrication and of a stall due to shaft-bearing.: eval code-conclusion 11 no longer applies. Eval code result 3233 no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.